Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report his new doctor took away his old serter because it wasn't working. Blood glucose reading was 500 mg/dl. The customer also mentioned that the infusion set tape would stick to the side of the serter. Nothing further reported.